Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient presented to the hospital for treatment of a driveline site infection with concern for abscess. Cultures were drawn on (B)(6) 2019 that were growing streptococcus dysgalactiae subspecies equisimilis (sdse) and finegoldia magna. The patient was given oral antibiotics. No further information was provided.

Event description:
Additional information was received that the type of treatment for the infection also included surgery.